Manufacturer narrative:
(B)(4). Reference medwatch, mw5038100.

Event description:
Facility reported that the bolt that holds the boom in place on a (B)(6) patient lift popped off while a resident was being transferred from a wheelchair to a bed by 2 cna's. The resident fell but was caught by one of the cna's before hitting the ground. X-rays were taken immediately of the resident and the facility physician found no signs of injury. The cna that caught the resident allegedly sustained an unknown injury while breaking the residents' fall. Injury was not stated and no medical intervention was alleged. Invacare was unsuccessful in obtaining additional information from the facility. Mw5038100.